Event description:
This ra lead was implanted on (B)(6) 2003 and remains implanted at this time. A call was placed to technical services on (B)(6) 2016 stating that this lead showed >3000 ohms impedance out of range on latitude. In addition, the in ability to gt atrial lead diagnostics because of constant an makers and noise. The physician was dr.(B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).